Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a no delivery alarms on the insulin pump. The customer's blood glucose level was 62 mg/dl. The customer is unable to troubleshoot, she want a new insulin pump, change out everything already. The customer was advised that we will replace the insulin pump for excessive no delivery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.